Event description:
Customer reported an issue with the incorrect display time on the pump, with the discrepancy exceeding five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring and follow-up if the time discrepancy recurs. The customer understood and acknowledged the guidance provided.